Manufacturer narrative:
Analysis originally found no issues with sensitivity when testing with a virtual interactive patient (vip), however when the radiofrequency (rf) head cable was moved the sensitivity setting changed from 2.8 millivolts (mv) to 2.0 mv. Analysis could not confirm that the programmer's fan was noisy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer decreased the programmed sensitivity of a patient's device by eight tenths of a millivolt. This change in sensitivity settings caused a ventricular lead warning to appear. The device was reprogrammed back to the correct sensitivity, and the warning cleared. It was also noted that the programmer's fan was loud at times. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.